Event description:
The complainant has reported that a patient underwent a therapeutic colonoscopy to treat a diverticulitis bleed. The first three resolution clip devices did grasp the tissue, however, the clips would not release from the catheter. The clinician was able to manipulate the catheter to facilitate the release of the clip(s) from the site by pulling on the catheter. No additional trauma was sustained to the area as a result of the deployment issue. The scope was not in a retroflexed position. Anatomy was not tortuous. Please note associated medwatch reports: 6000048-2005-00173 and 6000048-2005-00175 (attached), which details the two other clips that failed to deploy. Six resolution clips were utilized successfully to treat the bleeds. Patient condition was noted to be `ok' with no reported ill effects or injury sustained.